Event description:
It was reported that a 57-year-old male patient with a medical history of dialysis underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported patient suffered cardiac tamponade. The physician's opinions on the relationship between the event and the product stated that when ablation catheter was inserted into la before ablation, ablation catheter hit the roof side. The branch may have split when the catheter was placed in a branch of lipv. After conducting ablation with lpv, blood pressure continued to decrease during ablation with 1/4 of rpv, so cardiac tamponade was confirmed by transthoracic wall echocardiography. Pericardiocentesis was performed. The drainage was about 1050 cc. After leaving the patient from the catheter's room, blood pressure was maintained after sedation. No extended hospitalization was required. The patient was discharged from the hospital during the week of procedure. No extended hospitalization was required. The patient was discharged from the hospital on the week of procedure. Transseptal puncture was performed with rf needle which manufactured by japan life line (jll). Ablation had already been performed when the cardiac tamponade was noticed. The issue was noticed during the ablation phase of the procedure. There was no evidence of steam pop. The event occurred during ablation phase. Force visualization features were used: real time graph; dashboard; vector; visitag. Color options were used was tag index. Visitag max distance change was range: 2mm, minimum time: 3s, force over time (fot) : 25% and 3g, tag size: 2mm. No additional filters of visitag were used. The pump irrigation flow rate setting was normally controlled by the generator without any issues. The pump flow rate set to pre 2 second, post 2 second. 8-15ml/min during ablation. A smartablate generator was used and the correct catheter setting was selected on the generator. It was also reported an issue of sensor error 105 and 106 were encountered during the procedure with a thermocool® smart touch® sf bi-directional navigation catheter. This issue occurred after the attachment of the catheter cable. They reinserted the catheter cable, replacing the catheter cable but did not have resolution until they replaced the thermocool® smart touch® sf bi-directional navigation catheter. The error messgages encountered are not considered to be MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. Patient was reported to be fully recovered.

Manufacturer narrative:
On 30-nov-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 57-year-old male patient with a medical history of dialysis underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported patient suffered cardiac tamponade. The physician's opinions on the relationship between the event and the product stated that when ablation catheter was inserted into la before ablation, ablation catheter hit the roof side. The branch may have split when the catheter was placed in a branch of lipv. After conducting ablation with lpv, blood pressure continued to decrease during ablation with 1/4 of rpv, so cardiac tamponade was confirmed by transthoracic wall echocardiography. Pericardiocentesis was performed. The drainage was about 1050 cc. After leaving the patient from the catheter's room, blood pressure was maintained after sedation. No extended hospitalization was required. The patient was discharged from the hospital during the week of procedure. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been compeleted. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The electrical and temperature features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, errors 105 and 106 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported adverse event. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the issue of errors 105 and 106 if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).